Event description:
It was reported during a sigma resection procedure, the device was closed and fired, but after opening the device the surgeon realized the anterior circumference section was not properly formed. The surgeon thus used a new other device to carry out and finish the case. No adverse pt consequences.

Manufacturer narrative:
Info anticipated, but unavailable at this time.